Event description:
The customer contact reported no flow. The primary tubing set was to be used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified medication, at an unspecified rate. The primary solution container was lower than the secondary solution container. After an unspecified length of time, after the piggyback delivery was started, no flow of solution from the secondary tubing set was noted. It was reported that the option-lok male adapter of the secondary tubing set was disconnected from the proximal clave y-site. The customer contact reported that solution flowed through the secondary tubing set; however, when the option-lok male adapter of the secondary tubing set was reconnected to the proximal clave y-site of the primary tubing set, no flow of solution was again noted. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.